Event description:
It was reported that a small volume folfusor underinfused. The reporter stated that the device did not completely empty during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 13k024 was manufactured between october 2, 2013 ¿ october 3, 2013. A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. The sample was not available for evaluation. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.